Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture, and "pain". Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, one opening curved on the anterior, crease flat and underweight. A microscopic analysis was performed which identified, one striated opening on the anterior. Based on the device analysis the final assessment is: one striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.